Manufacturer narrative:
Initial.

Event description:
It was reported that the user encountered an ¿unable to proceed¿ message during a supply change, consistent with a failure to infuse associated with the motor component; the user removed all supplies, completed a successful dry run, and then performed a full supply change, after which insulin delivery resumed. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a communications-related problem and a device problem characterized as failure to infuse, with the device component implicated as the motor. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.